Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings were returned and evaluated. The evaluation of the recordings indicated that the software met specification and that the most likely cause was poor positioning of the patient on the location board. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Site reported that during a superdimension procedure, registration of the patient's lungs did not appear to be accurate and the superdimension case was cancelled. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.